Event description:
It was reported that during generator replacement surgery high impedance was confirmed. When the surgeon opened the generator pocket it was observed that the generator header had become detached. The generator was replaced; however, the high impedance still remained thus indicating that the high impedance was not caused by the generator header detachment. A full generator and lead replacement was then performed. The generator was received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Analysis of the returned generator was completed. The detachment of the generator header most likely occurred during or after the explant process. This is based on the location of the tool marks observed on the pulse generator case and header. In addition, the generator as received photo shows no evidence of bodily fluid remnants in the case/header area. Therefore, this observation/finding is not considered a device failure, but instead the result of extensive manipulation of the product during or after the explant process. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A window was cut into the pulse generator case to access the feed-thru output connections on the substrate to continue testing. The generator performed according to functional specifications. Other than the header anomaly, there were no performance or any other type of adverse conditions found with the pulse generator.